Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the non-pacemaker dependent patient presented in-clinic for follow-up, the device was found to be in backup vvi due to erratic telemetry during communication with remote monitoring. A firmware download was performed. The device was reprogrammed to its previous settings. There were no patient consequences.